Event description:
A 6f engage introducer was used to access a femoral artery for a procedure. There were difficulties advancing a jl 4 catheter through the device, and it was exchanged. Upon removal, the sheath appeared to be punctured and also had a crease near the damage. Post procedure, manual compression was applied for 15-20 minutes, then a femostop was used. After moving, the patient complained of abdominal pain. A CT scan showed the patient had a retroperitoneal bleed, and the patient was taken to surgery. The patient was discharged the following day. The physician did not allege that the bleed was caused by the angio-seal.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.